Event description:
It was reported that an existing freestyle libre 3 plus sensor was first paired to the freestyle app, which prevented connection to the ilet app, and the user was advised to replace and pair a new sensor directly to the ilet app; a subsequent critical sensor error seen in the freestyle app was explained as related to the prior app pairing and not to the sensor now used by the ilet. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed sensor already in use by another device and that the displayed error on the third-party app was not indicative of sensor failure impacting ilet operation. It was concluded that the event resulted from use error related to app pairing of the cgm sensor and that the ilet system functioned as intended once the sensor was correctly paired.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.